Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable caused the device to stop and alarm "air in line". The device was primed via priming pump, there was no add-on pieces. Configuration: 250 ml cassette, 60" ext set; res vol 182.6. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.